Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that a "button press detected" error was generated and would not clear and it was additionally noted that no stuck buttons were detected in any of the log files pulled. It was noted however that the door button operated intermittently, the hanger assembly was contaminated, the red and white display wires were pinched but the insulation was not compromised and three knobs were loose. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that a "button press detected" error would not clear from the external pulse generator. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.